Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had an error indicating an invalid cubie/read/write. A field service engineer (fse) replaced the pyxi bus cable and then reseated the ribbon cable for drawer 3.1. The drawer worked fine in hardware test application (hta), and the user successfully completed the inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es displayed the error message 'read/write/invalid cubie memory' on multiple cubies. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.